Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there appears to be atrial oversensing and that the patient's heart rate drops to 30 beats per minute after a pre-ventricular contraction (pvc). The reporter indicated that the patient had just come out of surgery and that she thought the patient may have had a ventricular tachyarrhythmia during the procedure. They also indicated that the lead impedance had decreased since the lead was implanted. The lead remains in use. No further patient complications were reported as a result of this event.